Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that after deployment of the stent at 18 atm, a perforation was noted to have occurred; however, the perforation was successfully sealed by using the same stent delivery system (sds) balloon catheter to perform several three and five minute inflations. There were no patient effects reported. No additional information is available.

Manufacturer narrative:
Perforation, noted in the IFU and risk assessment matrices, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Per the IFU: do not exceed rated burst pressure as indicated on a product label. Balloon pressures should be monitored during inflation. Use of pressures higher than specified on product label may result in a ruptured balloon with possible arterial damage and dissection. Possibly exceeding the rbp contributed to the perforation. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, there does not appear to be an indication of a product quality deficiency.